Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to clinic due to a tone alarm exhibited by the cardiac resynchronization therapy defibrillator (crt-d). The alarm was for high right ventricular (rv) defibrillation impedances on the existing rv lead. The decision was made to explant and replace the rv lead and keep the existing crt-d in use. During the rv lead replacement procedure everything was normal. Shortly after the procedure, the tone alarm was noticed. Undefined high defibrillation impedance of both the rv and superior vena cava (svc) coils was noted. The patient was brought back to the operating room (or) to check the rv lead and crt-d. The impedances were checked again with the programmer, and they were still high; therefore, the device pocket was opened and the crt-d and rv lead evaluated. The df1 connector was confirmed well attached and fixed to the crt-d. The rv and svc coil defibrillation impedances were checked with the tester cable attached to the programmer and revealed variability in impedances on several checks. The connector pin was attached to the crt-d again and the impedance was normal in one check but at the next check the impedance in both channels was undefined high. It was noted that the pin of one of the df1 connectors was curved on the connection block. Finally, it was found that the impedance revealed different values regarding the angle of the cables behind the connectors. The impedance was again checked with the tester cables, now with different angles and flections on the area or attachment of the electrode connector and the body of cable. The measures revealed a larger variability in the defibrillation impedances. As it remained unclear as to the origin of the issue, the crt-d and rv lead were explanted and replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the initial rv lead was capped and remain in the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.